Event description:
The account alleged that a pt had a large volume of blood pool onto the mattress. The account removed the pt from the bed and had housekeeping clean the mattress. They put another pt on the bed and noticed that there was blood on the pt. The account that it was from a surgical procedure. When they checked the pt's wound, they found it was dry. They removed the pt from the bed and removed the ticking. They found blood was pooling under the top ticking. No pt impact.

Manufacturer narrative:
The account ordered revitalization kits for sport mattresses. No further information is available on the repair of the bed at this time.